Manufacturer narrative:
Referenced complaint in h10. Updated information: d9. Investigation summary: the complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history record was reviewed, and no nonconformities were found that would have led to the reported complaint.

Event description:
The event involved a spinning spiros¿, closed male luer where it was reported a fluorouracil bottle that was prepared and sent to the oncology clinic from the oncology pharmacy was found to be leaking from the closed male luer. A 51-year-old patient's chemotherapy administration was delayed while a new therapeutic was prepared and transported to the clinic. The event occurred on (B)(6) 2025 during patient use. There was patient involvement, no patient harm but there was a delay in therapy. The health care team identified two incidents for reporting.

Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined.